Manufacturer narrative:
This report is submitted on december 11, 2019.

Event description:
Per the clinic, the patient experienced a sore where the processor attaches to my head. The sore was treated with an unknown ointment. The implant remains in-situ.